Manufacturer narrative:
B3: august is the month of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "a blockage alarm occurred during priming." There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis in used condition. No damage was detected during the visual inspection. Functional testing with distillated water did not pass through the assembly. Confirmed failure mode a0350-occluded/blockage. A device history record (DHR) review could not be performed as the lot number was unknown.